Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-08115. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The laa anatomy was described as a "chicken wing". The patient's activated clotting time (act) was 31 and la mean pressure was 15. The watchman® access system (was) was deep seated in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was then advanced. During delivery of the closure device, the closure device went through the distal wall of the laa. Then after the device was fully deployed, it was noted that there was an effusion that needed to be treated. It was noted that there was a simple collection of fluid around the heart without major clinical effect. They performed a pericardiocentesis. After the patient was stable, no surgery was needed and the procedure had ended. The patient's status was stable.